Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer able to recharge her ipg. The patient's ipg was deemed inoperable per a company representative when attempting to troubleshoot the issue. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.